Manufacturer narrative:
Device was received with high sleep current due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working. They heard 3 vibrations followed by a blank display. The customer¿s blood glucose was 168 mg/dl. Troubleshooting was performed. They inserted a new battery. The display returned after an insulin pump restart. However, the screen was still blank and continued to vibrate. The device had been exposure to sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.